Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Pain, infection generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085268. It was reported that a female patient who underwent a breast surgery procedure with mentor medical devices (smooth hpg, 375cc date of implant (B)(6) 2007) experienced left-side breast implant rupture, which complicated with infection. The patient also reported unexpected systemic symptoms, which included but not limited to migraines, joint pain (hips, back, neck, hands, knees, fingers) brain fog, muscle weakness, stroke, memory loss, extreme weight loss, vision changes, gut issues, anxiety, fatigue, hair loss, thinning nails, arthritis, inflammation, poor sleep, dry eyes, hysterectomy, low libido, I bruise easily, slow to healing, constant throat clearing and mucus, reflex, dizziness, night sweats, skin rashes, pain behind eyes, shortness of breath . The patient also reported sharp pain in breast area. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two devices.